Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported the patient's medical records indicated a recent fall which may have been a contributing factor to the patient's broken lead.

Manufacturer narrative:
Concomitant product(s): product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va02dme, implanted: (B)(6) , explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The physician of a clinical study reported the lead was fractured. The patient had increased frequency and a shocking type feeling. The device was interrogated and lead miscommunication was noted. X-ray results for the patient were normal. The entire system was replaced as an intervention and the event was considered resolved without sequelae. The event was related to the device or therapy and not related to the implant procedure. The patient's indication for use was urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.